Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn had the arctic sun device alerting 113 (reduced water temperature control) and it did not seem to be making super warm water. Sn #(B)(6). Adult patient, patient temperature (pt) was 35.8c, targeted temperature (tt) was 37c, water temperature (wt) was 24.4c, flow rate (fr) was 1.8l/m, water reservoir level (wrl) was 5, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage. Alarms this morning were 113 (reduced water temperature control), 15 (unable to obtain a stable patient temperature), 50 (patient temperature 1 erratic) & 11 (patient temperature 1 below low patient alert). Had rn flex the temperature cable to see if the temperature changed. No changes and temperature on device (rectal probe) matched patient temperature on bedside monitor (foley probe). Rn stated they filled the device the night before. Discussed potential overfill and possibly draining some water out to see if water temperature (wt) was increases. Call was disconnected, called inquirer back with no answer. They called about 45 mins later but was unable to go into the room at this time. They stated they switched the foley probe to device and rectal probe to monitor and the water temperature (wt) and patient temperature (pt) have both increased. Asked inquirer to text current flow rate (fr) & inlet pressure (ip) when able, flow rate (fr) was 2l/m & inlet pressure (ip) was -4.9. Suggested inquirer call when they were able, and they can troubleshoot device/pads as the inlet pressure (ip) should be closer to -7 and flow rate (fr) could be higher with adult pads. They did not want to do further troubleshooting as the device seems to be functioning properly and the pads were replaced overnight. They asked for local tm so they shared information for. Suggested to call back with any alarms/questions.

Event description:
It was reported that the rn had the arctic sun device alerting 113 (reduced water temperature control) and it did not seem to be making super warm water. Sn #(B)(6). Adult patient, patient temperature (pt) was 35.8c, targeted temperature (tt) was 37c, water temperature (wt) was 24.4c, flow rate (fr) was 1.8l/m, water reservoir level (wrl) was 5, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage. Alarms this morning were 113(reduced water temperature control), 15 (unable to obtain a stable patient temperature), 50 (patient temperature 1 erratic) & 11 (patient temperature 1 below low patient alert). Had rn flex the temperature cable to see if the temperature changed. No changes and temperature on device (rectal probe) matched patient temperature on bedside monitor (foley probe). Rn stated they filled the device the night before. Discussed potential overfill and possibly draining some water out to see if water temperature (wt) was increases. Call was disconnected, called inquirer back with no answer. They called about 45 mins later but was unable to go into the room at this time. They stated they switched the foley probe to device and rectal probe to monitor and the water temperature (wt) and patient temperature (pt) have both increased. Asked inquirer to text current flow rate (fr) & inlet pressure (ip) when able, flow rate (fr) was 2l/m & inlet pressure (ip) was -4.9. Suggested inquirer call when they were able, and they can troubleshoot device/pads as the inlet pressure (ip) should be closer to -7 and flow rate (fr) could be higher with adult pads. They did not want to do further troubleshooting as the device seems to be functioning properly and the pads were replaced overnight. They asked for local tm so they shared information for. Suggested to call back with any alarms/questions.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: d, e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as no allegation was found against bd device. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn had the arctic sun device alerting 113 (reduced water temperature control) and it did not seem to be making super warm water. Sn # (B)(6). Adult patient, patient temperature (pt) was 35.8c, targeted temperature (tt) was 37c, water temperature (wt) was 24.4c, flow rate (fr) was 1.8l/m, water reservoir level (wrl) was 5, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage. Alarms this morning were 113(reduced water temperature control ), 15 (unable to obtain a stable patient temperature), 50 (patient temperature 1 erratic) & 11 (patient temperature 1 below low patient alert). Had rn flex the temperature cable to see if the temperature changed. No changes and temperature on device (rectal probe) matched patient temperature on bedside monitor (foley probe). Rn stated they filled the device the night before. Discussed potential overfill and possibly draining some water out to see if water temperature (wt) was increases. Call was disconnected, called inquirer back with no answer. They called about 45 mins later but was unable to go into the room at this time. They stated they switched the foley probe to device and rectal probe to monitor and the water temperature (wt) and patient temperature (pt) have both increased. Asked inquirer to text current flow rate (fr) & inlet pressure (ip) when able, flow rate (fr) was 2l/m & inlet pressure (ip) was -4.9. Suggested inquirer call when they were able, and they can troubleshoot device/pads as the inlet pressure (ip) should be closer to -7 and flow rate (fr) could be higher with adult pads. They did not want to do further troubleshooting as the device seems to be functioning properly and the pads were replaced overnight. They asked for local tm so they shared information for. Suggested to call back with any alarms/questions.